Event description:
The reporter stated that the pt found that the needle was missing when removing the needle after injection. The pt did not know if the needle was missing from the beginning or broken during use. An x-ray was taken but the needle could not be found in the body. No further info is available.

Manufacturer narrative:
No product has been rec'd to date, if product is returned, analysis will be conducted.